Manufacturer narrative:
Meter was discarded by the customer, therefore will not be returned for analysis.

Event description:
Customer called stating that her meter was missing segments in the display. Customer has discarded meter, so an evaluation could not be completed. A replacement was provided.